Event description:
It was reported that a user of the ilet experienced hyperglycemia after exercising, with glucose readings escalating to approximately 300 mg/dl and later measuring 277 mg/dl and 266 mg/dl by fingerstick; the user changed the infusion set, started a new medication, calibrated the sensor, and planned to recheck and replace the sensor if needed. Symptoms included hyperglycemia, hot flashes/flushes, and irritability. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.